Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an anterior cervical fusion (acf) trial spacer handle is not functioning due to a broken thumb drive. The issue was discovered by sterile processing on (B)(6) 2016 during routine inspection but it is unknown when the device broke. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: part 3: the returned instrument was examined and the complaint condition of broken thumb drive was able to be confirmed as the device was received broken and in three pieces. The thumb screw was received disassembled and the inner shaft was found to be broken at the point of interaction with the thumb screw. Further investigation found that the inner shaft was seized and unable to rotate. The observed failure mode is consistent the application of excessive force to the thumb screw in an attempt to rotate a seized inner shaft. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.